Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown. Software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on december (B)(6) 2025, due to hyperglycemia (650, mg/dl) after being unable to set up a new pod because the controller became stuck on the initializing step (step 14 of 29). Reported symptoms included persistent vomiting. The patient was diagnosed with diabetic ketoacidosis upon hospital evaluation and was treated with intravenous fluids and insulin. The patient was discharged on december (B)(6) 2025.